Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there must have been a gradual loss of therapy because the patient did not relay any symptoms of withdrawal. The catheter was seen to be fractured during a dye study; however the date of when the dye study was performed was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the spinal segment of the catheter was discovered to have been fractured in a dye study one week prior to report. The catheter was replaced during normal replacement of the pump. A small piece of the spinal segment was left in the intrathecal space. The patient was reportedly receiving effective therapy after the replacement. The patient's pump was intended to infuse gablofen. Additional information was requested to determine if that patient had any symptoms and how the catheter issue was initially identified.